Event description:
The customer reported haze and a strong chemical smell like chlorine coming from their sterrad 100s sterilizer. The customer cancelled the cycle. A healthcare worker (hcw) experienced eye and throat irritation due to the haze. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist or odor /smell failures. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. Trending analysis for odor /smell issues associated to the sterrad 100s found there is not a significant trend. (B)(4). The parts returned for investigation by the asp field service engineer passed the testing. The technician observed no haze, nor detected any chemical smell. The root cause of this complaint was not confirmed.

Manufacturer narrative:
An asp fse assessed the unit onsite. He replaced the oil mist filter assembly and ran a customer load. The unit meets manufacturer's specifications.